Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was observed to be pacing the right atrium. The lead was noted to have been intentionally placed in the his bundle, however, was felt to have moved. The associated device was reprogrammed to air and the lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.